Event description:
Healthcare professional reported right side textured to smooth implant exchange. The device has been explanted. Healthcare professional reported right side capsular contracture grade 4.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: device photograph(s) for the device related to the reported event of anxiety product/procedure and capsular contracture was reviewed on 31-january2022. Visual analysis of the photographs identified : deformation device. Red particles on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was bilateral textured to smooth exchange.

Event description:
Healthcare professional reported right side textured to smooth implant exchange. The device has been explanted. Healthcare professional reported right side capsular contracture grade 4.